Event description:
Pt ID: 420002-1995-0004. During operative procedure, right femoral posterior tibial by-pass, noted 3 cautery tip "burns" by surgeon to right inner thigh just above knee. One cautery hand control being used by surgeon activated the other hand control cautery lying on pt's leg. Cautery holder in place on sterile field. 2 cautery hand controls used with 1 cautery machine setting on 30 coag with 1 cautery grounding pad in place preoperatively to left upper thigh. Cautery machine #2 received from ER. One hand control switched to this cautery with a new bovie pad placed on pt's upper chest. Cauter #2 setting on 30 coag. A total of 2 cautery machines, 2 cautery grounding pads, 2 cautery hand controls now used. Both grounding pads attached properly to pt & cautery.